Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Doctor (B)(6) was doing surgery in the evening with exp 5.5. Patient had very sclerotic bone so he had to change handle in screwdriver for t-handle. While using a lot of power inserting the screw, a strange sound came from the screw. After this he couldn't get the screw out or insert. He managed the situation in by putting a little piece of rod and locking nut for pedicle screw. Then he used some other instruments by catching the screw head and got screw out from patient. Doctor told me that he thinks its the mechanism in a place where head of screwdriver normally goes, got round? I will send this screw for further investigation. They just need new screw as soon as possible. By the way; scratches in threads are irrelevant. I made those by releasing piece of rod and locking screw from screwdriver.